Event description:
¿The hub of the tubing (distal end that screws "cuff" portion onto the luer lock of the patient's intravenous access) broke off while infusing product, so we had to get a second set of level 1 tubing". As best as I can tell, there is no portion that free-floated into the patient.